Manufacturer narrative:
A report was received on a temperature therapy product indicating that the pad was leaking and making the surgery sight wet. The work order could not be reviewed because the finished good lot number was not reported. The sample was received. Testing was performed by connecting the blanket to a temperature therapy unit filled with water. The unit was turned on; leaking was seen coming from one of the blanket "legs" at a welded area. Contact with the customer revealed that the deroyal blanket had been used with a non deroyal cold therapy unit. Specifically a don joy iceman cold therapy unit. Use of a competitor's cold therapy unit in conjunction with a deroyal cold therapy blanket is not suggested as it is unknown what the pump pressure of the competitor's unit is. The instructions for use of the blanket states do not use this therapy blanket with any unit other than a deroyal brand unit. Potential root causes were identified as the following material degradation, inconsistency on testing method, equipment misaligned or un-leveled and equipment wear due to operator. As a corrective action an engineering change order 44731 was created to update the routings steps for the manufacturing of the temperature therapy blankets. The updates included more specific assembly instructions for the operator to follow, listing out the specific parameter sheets to follow, adding the acceptance criteria for the testing done per lot, as well as more specifics on what to look for in the visual inspections. New mandrels were ordered to ensure no variation. Quality assurance visited the plant to discuss implementing a standard process for shimming the dies, and how often to check if the plates are level. Engineering change order 42778 was created to switch from the current polyurethane/polyvinyl chloride blend tubing to new polyurethane tubing. The new tubing was tested and passed design verification/process validation testing, as well as age testing. Product was produced and was visually inspected, hand pulled and then sterilized. Once sterilized they were american national standards institute (ansi) level I sample tested by manually hand pulling the connectors and running with t700 units. All blankets that were tested passed. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? Yes. Name of medical procedure: knee surgery. Did the quality issue cause a delay in the medical procedure? No (please provide length of delay and any other details about the procedure in the detailed description field below). Detailed description of quality issue: pad is leaking, it is making the surgery sight wet. Not sure the exact location of the leak. How was the quality issue was identified? By actual use. How was the product being used? As described. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: patient. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: no injury or any additional treatment / intervention was required.